Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 303018 and lot number 4206761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material #303018 batch #4206761. Case #1 I had two cases today where the 25 gauge 1.5 inch needles in our pain nerve block trays clogged during the procedure. After removal of the needle, I was still not able to inject through them. I think , had a similar case this week at a different location. Customer response received on (B)(6) 2025. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 01-10-2025 2. Please share the material & lot number associated with reported issue. Material: bf303018 lot number: 4206761. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No injury or adverse effect.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.